Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were identified. Profile inspection 100% to cmm program and found to be conforming. Visual inspection of the returned product identified the part to be in "like-new" condition. Dimensions were found conforming to print specifications where measured. This device is used for treatment. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that when the surgeon attempted to place the femoral component into the patient's femur, he was not able to fix it. The surgery was then completed with a backup femoral component.